Manufacturer narrative:
This evaluation was conducted solely on the review of documentation and photos provided by the customer. The subject grasper was not returned for physical examination. The customer claims that during surgery the lapclinch grasper when clamped , malfunctioned, breaking the pivot loop, which broke free. Upon examination of the photo(s) it is clearly seen that the loop is broken and a portion of the external loop is missing. The details in the photograph are not defined when enlarged to indicate a failure mode. The loop is subjected to high and concentrated loads when clamping over an object not easily compressed. This complaint was one of four complaints for a similar failure of the pivot loop. A CAPA (B)(4) was opened to investigate and provide a root cause and corrective action.

Event description:
It was reported that item number 3252, lap clinch, was being used during a laparoscopic cholecystectomy. When the surgeon went to clamp down on the patient's gall bladder, the lap clinch tip popped, and it was observed that a portion of the hinge of the grasper broke off and fell into the patient abdomen. It was reported that the stray portion was retrieved from the patient.